Manufacturer narrative:
Qn# (B)(4). Returned for investigation was an ac3 pump assembly. Visual inspection of the pump assembly was performed and no abnormality was noted. The pump assembly was installed into a known good ac3 for functional testing. The pump was powered up successfully, and no abnormality was noted on the screen. Pumping was initiated. The pump was left to run for over 90 minutes with no issues or alarms. Each valve of the pcs assembly was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. Note: this is the original pump assembly for this pump. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of high pressure and high baseline alarms is not confirmed. The returned pump assembly passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that the iabp alarmed for "high pressure" and "high baseline". Troubleshooting included hyperextension of hip at insertion site, conformation of no kink in catheter, chest x-ray to confirm position, manual inflation of balloon, cycling down of pump. Final troubleshooting was swapping out pump. There were no alarms with new pump. No patient injury or harm. Patient status is reported as "fine."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the iabp alarmed for "high pressure" and "high baseline". Troubleshooting included hyperextension of hip at insertion site, conformation of no kink in catheter, chest x-ray to confirm position, manual inflation of balloon, cycling down of pump. Final troubleshooting was swapping out pump. There were no alarms with new pump. No patient injury or harm. Patient status is reported as "fine".